Event description:
The pt experienced thrombosis three times despite adequate anticoagulation and streptokinase/urokinase thrombolytic therapy. The valve was replaced with a 33mj-501. The pt remains on a ventilator at this time.